Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 45mg/dl. Suspected cause was due to the pump software overcorrecting for a bg of 130 mg/dl. Multiple attempts were made to follow up with the customer on the reported issue; however, no response from the customer was received.